Event description:
Pt developed seeping from port incision site and was treated with antibiotics. Problem seemed to improve with antibiotics, however pt developed acute pain 2 months later and had to have access port removed due to infection.